Event description:
It was reported that during a pph procedure, the device did not cut or form completely formed staples. Some were out and some were not. They used scalpel and suture to complete the procedure. The patient is currently okay.

Manufacturer narrative:
(B)(4): the patient is fine and the device was thrown away. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.